Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when customer puts sensor in but needle left inside. Customer¿s blood glucose was unknown. Customer stated that when she noticed the needle was left inside, she pulled the whole sensor out and there was blood on the site. Sensor will not be returned for analysis.